Event description:
I was told about the philips CPAP recall by (B)(6) from (B)(6) medical sometime in 2020. (B)(6) sends a representative to my home every few months to gather information from this machine. (B)(6), who has left the company, came more frequently than the new rep who visits app. Every 3 months. During their last visit in august I was told it only effects 2 percent of patients and that they would clean out the machine by hand and replace the foam with something else. Nothing ever happened. I have been hospitalized with severe headaches twice. I use this machine 6 hours per day plus while I sleep. FDA safety report ID# (B)(4).